Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a database issue. A technical support specialist confirmed that the remote upgrade team upgraded the device and the issue was resolved. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had displayed fatal error message. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.